Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause from the information obtained, it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following IFU. Gif-h290z operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the entire endoscope. Gif-h290z operation manual: chapter 4 operation: 4.3 using endo-therapy accessories. Based on the results of the investigation, a device malfunction was confirmed during evaluation, the definitive root cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burning at the forceps port cover. There was no patient involvement.